Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 16157586, model/catalog description: linear 3-6 lead 70 cm. The explanted devices was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had infection on the ipg site. It was mentioned that the patients ipg had migrated to the skin. The patient underwent an explant procedure wherein everything was removed. The patient was placed on antibiotics.